Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to our fisher & paykel healthcare (f&p) (B)(4) for evaluation. Our investigation is based on inspection of the chamber and the information provided by the customer. Results: visual inspection of the chamber showed a long crack in the chamber dome underneath one of the ports. Conclusion: from the visual inspection and the information provided, we are not able to determine the cause of the crack. However it was reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa" - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.".

Event description:
A distributor in (B)(4) reported on behalf of a hospital, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber had a crack on the seventh day of use. There was no patient consequence.